Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: visual inspection performed at customer quality (cq) observed significantly worn/twisted hex tip on the returned screw driver in the direction of resistance encountered during screw insertion. No further issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. The complaint condition is confirmed for the hex screw driver shaft (p/n 03.100.033 lot l377920 ) as the distal tip was observed to be worn/twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the twisted tip. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 03.100.033, lot: l377920 , manufacturing site: bettlach, release to warehouse date: 08. June 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, while inspecting the instruments, the hexagonal screwdriver and hexagonal screwdriver shaft were discovered stripped. The cannulated hexagonal screwdriver tip was noticed bent and will not allow a 2.8 mm pin to pass through it. The tip of the spare tip for depth gauge and the depth gauge were also found bent. There was no patient involvement. Concomitant device reported: unknown 2.8mm pin (part # unknown, lot # unknown, quantity # 1); depth gauge for 1.3mm and 1.5mm screws (part # 319.004, lot # 4384563, quantity # 1); spare tip f/depth gauge no. (Part # 03.130.250, lot # l509346, quantity # 1); cannulated 4.0mm hexagonal screwdriver (part # 314.05, lot # 1688885, quantity # 1); small hexagonal screwdriver long (part # 314.57, lot # l962922, quantity # 1). This report is for one (1) 3.5mm screwdriver shaft hexagonal-long. This is report 2 of 2 for (B)(4).